Event description:
It was reported, that a spectrum pump had turned off during power up at medicine ii. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "turn off" was reproduced. A review of the event history log revealed, improper shutdown messages. A service history review revealed no indication, that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined, to be a damaged customer standard battery. And dried liquid substance on the back flex battery contact pins. The back flex battery contact pins will need to be cleaned. And the standard customer battery module requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.